Event description:
The medical surveillance specialist (mss) spoke with the reporter on 02/12/2010, regarding the call she placed with lifescan (lfs) customer service on (B) (6) 2010 and obtained the following info: the reporter contacted lfs because she felt that her daughter's onetouch ultralink meter was giving inaccurate meter readings. On (B) (6) 2010, the pt woke up around 6:30-7am and obtained a "normal" reading, which she thinks was a "61 mg/dl." The reporter also indicated that the night before, the pt's blood glucose result with the subject meter was not "high." The pt was complaining that her head was hurting a little so the reporter gave her some juice and "motrin." About 30 minutes-1 hour later, the pt's blood glucose was "80 mg/dl" on the subject meter. Later that morning the pt went to school and was tested on her other onetouch ultralink meter that she keeps at school: the result was "above 600 mg/dl." The pt was also vomiting at the time of the test. As a result of the meter reading and symptoms, the school nurse advised the reporter to pick up her daughter. Approximately at 9 am the reporter picked up the pt and then took her home. When they got home, they retested her blood glucose. Her results were "96 mg/dl" with the subject meter and "596 mg/dl" on her backup onetouch ultramini meter. Based on the "596 mg/dl" result, the pt was given 12 units of apidra and her symptoms reportedly went away within an hour. At an unspecified time later, her blood glucose level was in the 200's mg/dl, which was obtained on the backup onetouch ultramini meter. This complaint is being reported because the pt allegedly developed hyperglycemia as a result of drinking juice after obtaining an alleged inaccurate low meter reading. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.